Event description:
It was reported that the pt's pump was removed "because her body rejected it". Hcp reported the pt's symptoms were fever and infection. No other symptoms were reported. The drug in the pump was morphine. The concentration and dose was not reported. A CT scan was performed in 2007, with indications of scoliosis, extensive posterior bony fusion, and bilateral si joint osteoarthritis. The pt recovered with sequela of continued back and lower extremity pain causing an inability to ambulate.

Manufacturer narrative:
.